Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu has been returned and evaluated by the failure analysis (fa) team. The issue could not be reproduced upon testing. Log review showed errors m32, c37, and 2 8a, and the log also recorded c84, m b0, and m32. Functional testing confirmed normal power-on and successful cauterization across ports/instruments. Probable root cause is attributed to defective generator.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure using an xi system, a clinical sales representative (csr) called to report a system issue on behalf of the customer. The surgeon stated that during multiple procedures, the long bipolar grasper instrument did not deliver expected cautery effect even when the effect mode was set to 8. The customer reported that this issue did not occur when using the same instrument type on another system (sk4419). The csr did not have details on troubleshooting steps performed or whether the issue occurred with other bipolar instruments. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found no dependent serial numbers recorded for the long bipolar grasper instruments used across multiple days and no erbe-specific errors. At this time, it is unknown how the procedure proceeded.